Event description:
It was reported that the device had error code 211.2000.0 as well as door latch corrosion. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event "error code 211.2000" was confirmed and is attributed to corrosion of multiple components due to fluid ingress into the keypad of the suspect pump module. An internal and external inspection of the suspect pump module was performed, corrosion was observed on the hook of the door latch and green corrosion deposits were observed on the j2, j3 and j4 of the keypad/display board. The suspect pump module was connected to a dchu laboratory pcu for functional testing. After connection, the unit did not show any error, malfunction, or issue related to the reported event. The suspect pump module s/n (B)(6) passed all the preventive maintenance tests in alaris system maintenance (asm) (v12.5). An infusion was performed on the suspect pump module with a rate of 25 ml/h for approximately 48 hours, and no problems or anomalies were found related to the reported event. The suspect pump module was temporarily disassembled for inspection. Since green corrosion deposits were observed on j2, j3 and j4 during the inspection of the display/keypad board, a short between the j2 pins was intentionally created to simulate fluid ingress. Error code 211.2000 was reproduced, which cleared after cleaning and drying the circuit, and the unit was reassembled. The keypad overlay of the suspect pump module was removed using a heat gun to inspect for internal fluid; no fluid was observed. The facility reported error code 211.2000.0 on april 20, 2026. A review of the pump module error logs was performed, and it was observed that on (B)(6) 2026, the same error code reported by the facility was recorded twice at 12:36 am and 12:39 am. The last infusion performed on the suspect pump module occurred on (B)(6) 2026. During this event, the pump module was connected to pcu s/n (B)(6) on channel a, operating at a rate of 25 ml/h with a vtbi of 100 ml at 12:34 am. Bd alaris¿ system with guardrails¿ suite mx (12.3.2) states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. System error tip sheet: a system error (communication) message is presented whenever the device has detected a software error that affects the ability of the pc point-of-care unit to communicate with attached modules. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected device, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.